Event description:
When priming the therma choice, dr (B)(6) could not achieve proper negative pressure. Air appeared to be leaking into the attached syringe and balloon (B)(4). Removed from the field and a second instrument was opened and used without incident. No harm to pt.